Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced chest pain, shortness of breath, dehydration, and increased thirst while his cgm consistently displayed readings in the normal range. When he performed a bg meter test, his bg measured 480 mg/dl, while his cgm displayed 98 mg/dl. The patient also performed a urine ketone test, which indicated ¿high¿ ketone levels. To address his symptoms, the patient self-administered 13.5 units of fast-acting insulin using his omnipod pump. His wife drove him to the emergency room, as he continued experiencing symptoms during transport. Upon arrival, a bg measurement at the ER was 380 mg/dl. The patient received IV fluids and rested in the ER. The final diagnosis was hyperglycemia with high ketones. Once his bg levels stabilized, the patient was discharged and returned home, with the total ER stay being less than 24 hours. At the time of the report, the patient stated he was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.